Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse found ise reference solution was leaking. The fse resolved the issue by cleaning the ise system and replaced mix bars, buffer syringe cases, and all ise tubing. Replaced the ise buffer valves to resolve the issue. The primary cause of the reference solution leak is unknown, however it resulted in a system malfunction and part replacements. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported erratic ise (ion selective electrode) patient results were generated on the au5800 clinical chemistry analyzer. There was no report of change to patient treatment as a result of this event.